Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in patient's right eye. During a follow-up check-up on the same day, the patient experienced elevated pressure in his vision and was administered eye drops, followed by a 45-minute waiting period. Upon re-examination, the pressure remained high, and the patient was advised to consult the surgeon. The patient stated that his vision had not improved, remained foggy, and that he observed rainbow colors when looking at lights. The following day, the patient reported a slight improvement in his vision, though it remained foggy with persistent rainbow effects when looking at the lights. The patient confirmed the surgeon had provided eye drops and discharged him to recover at home. No further information received.

Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4613 blurry vision, 4613 halo vision. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.